Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not determined.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep). It was indicated that the patient had a medical hi story of a hysterectomy, overactive bladder, and was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that soon after surgery they noticed that the stimulation was making their toe curl. The patient had reprogramming done but still had toe curling with several programs. It was noted that the toe curling started as soon as the patient felt stimulation and that there was some stimulation down the leg. It was indicated that there were no known environmental, external, or patient factors that contributed to the issue. The patient had two x-rays and the second x-ray, done on (B)(6) 2017, confirmed that the lead was at the s3 placement and had not migrated. The old lead was removed completely and a new lead was implanted on the opposite side. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.